Event description:
It was reported that an aq2010v silicone three piece lens was folded with forceps and it was noted that the lens had a crack. There was no pt contact. The reporter stated, the lens was defective. The facility does not use the injector and cartridge to fold and insert lenses.

Manufacturer narrative:
Results: visual inspection of the returned product found the lens torn into two pieces. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.